Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and their contact reported waking up to the ilet on the ¿fill tubing¿ screen after unintentionally delivering 11.2 units while still connected. The agent instructed the user to disconnect immediately and confirm insulin drops, then explained the situation and advised close blood glucose (bg) monitoring. The user¿s blood glucose (bg) was 300 mg/dl, elevated due to a missed meal announcement. The highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected by resuming insulin delivery and allowing the ilet to perform corrective dosing. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.